Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.¿

Manufacturer narrative:
During device evaluation at olympus, it was found the probe was checked and passed. Both switches were checked and found to be functional. A visual inspection found there was slight tissue build up. The teflon pad was inspected and found to have normal wear with no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and there was no visual indication of damage to the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal and the rotation of the knob torque was normal and smooth. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the sonicbeat failed out of the box during a therapeutic sleeve gastrectomy procedure. The device turned red hot about 2 mm above the midpoint (proximal end, tip) of the titanium probe. The probe cooled down in a flexed upward position and the jaws were no longer able to grasp. The procedure was delayed about a minute to open up another sonicbeat device. Anesthesia was not extended and the procedure was completed without incident. No medical intervention was needed. There was no reported patient harm or impact due to this event.